Event description:
It was reported that an altitude alarm, identified as alarm 21, was triggered on the pump. There was no adverse impact to the customer's blood glucose level. The customer received tips from technical support to prevent altitude alarms in the future, understood the guidance, and was able to continue insulin use with the original cartridge without needing a replacement.